Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts have been made to obtain additional information with no response to date. (B)(4).

Event description:
An ophthalmic surgeon reported repetitive issues with knives that did not cut from several lots. Each time a stand alone knife was taken. Several attempts have been made to obtain additional information with no response to date. This is one of five reports being filed for this facility. This report is for one of the knives lots.

Manufacturer narrative:
Evaluation summary: one opened clearcut hp2 slit knife 2.2 db was received in a tray for the report of knife did not cut. The sample was examined per facility procedure and was found to be conforming. Penetration and sharpness was then performed per procedure and also found to be conforming. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. The returned sample was found to be conforming, therefore a dull blade as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for the dull knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A review of the related device history records (DHR) for the reported lot number, 117668m, has been performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates 5 additional complaint(s) associated with this cutting instrument lot. Sample received by a company representative and sent to manufacturing site.

Event description:
This is one of ten reports being filed for the same facility. This report is for the event occurred on (B)(6) 2015 with one knife.